Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic in (B)(6) 2019 with high right ventricular lead impedance. Patient also presented with elevated capture threshold, noise over-sensing, and inappropriate automatic mode switch episodes at a later date. Lead was capped and replaced on (B)(6) 2020. Patient condition after the procedure was stable.